Event description:
It was reported that there was an image quality issue with the 9800 sys. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. However, identified that saved images were tracking bright. Replaced the video controller pcb.